Manufacturer narrative:
Additional information received on december 7, 2021 stated that the date for the surgery has been postponed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 01, 2021 additional information received indicated that the patient scheduled for removal on (B)(6) 2021. Right side cc baker grade is IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation revision with a mentor smooth round moderate profile, 375cc saline prosthesis experienced left-sided spontaneous deflation, and right-sided capsular contracture grade iii post procedure. The issue was diagnosed through physical examinations. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.